Event description:
It was reported that the wireless recharger battery indicator light was continuously blinking green and charging could not be completed. The green light blinks even when the recharger is separated from the stimulator. When the power button was long pressed to reset, and when the power button of the recharger was pressed again, it turns green and becomes unresponsive. An attempt was made to check the charge amount using the recharger app, but the recharger was displayed as not being found. The issue resolved with a recharger replacement. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.